Manufacturer narrative:
Additional information: b2, b3, b5, b6, b7, d10 and e1. B5: upon follow up, it was reported that suspected peritonitis was confirmed to be a peritonitis. The same day as the event onset the patient was treated with vancomycin (unspecified dose, ongoing), meropenem (one day) for peritonitis. It was reported that the patient was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent. The cause of peritonitis was not reported. Treatment, hospitalization, patient outcome, and action taken with pd therapy were not reported. No additional information is available.